Event description:
Pt went into cardiac arrest. AED was brought to bedside. Pads were placed on chest but did not analyze rhythm. AED kept repeating "check pad" pads were removed and re-applied. The AED continued to say "check pads".